Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a ballooning in the silicone pumping segment and the pump indicated an occlusion. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer¿s report of a balloon in the silicone segment was confirmed per a picture received from the customer. It was observed per the picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
Additional information provided from mw5074122.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the patient's IV pump started beeping, the nurse went into the room and flushed the IV but it continued to beep. She opened the module on the pump and noticed a large ballooning at the top of the tubing inside the chamber."